Event description:
It was reported that the asymptomatic patient presented after receiving a patient notifier. Review of egms revealed undersensing on the discrimination channel. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.